Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a 52-year-old patient was admitted for exacerbation of heart failure. An intra-aortic balloon pump (iabp) was initially placed and the patient was transferred to a higher level of care. Due to the poor ejection fraction and ongoing cardiogenic shock, the patient was switched to an impella 5.5 with the iabp removed. Fasciotomy performed at the iabp site at the right lower extremity. Purge fluid changed from heparin due to bleeding at jp impella insertion site. The patient had gi bleed requiring endoscopy and transfusion of blood and platelets. He was hypotensive during this time and required levophed initiation. Suction issues were noted and the patient received additional blood products. The patient was ultimately implanted with a durable left ventricular assist device on (B)(6) 2026 with impella removal. It is difficult to link the gi bleed to the impella device, however, with heparin infusion to support the impella device, it is likely that this may have contributed to the gi bleed. The hypotension most likely was due to the patients cardiac condition.

Manufacturer narrative:
D1: corrected brand name . D4: corrected catalog and serial number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Ppae (major bleed/anemia/hypotension) : the root cause of the injury was not determined due to insufficient clinical details.